Event description:
The customer reported that the device was inadvertently used on a plastic-coated metal uterine manipulator and the active blade detached from the device while placed on the mayo stand. Nothing fell into the pt cavity. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.